Event description:
Reference number: (B)(4). Event occurred in switzerland. It was reported that the patient had experienced a hypoglycemia event on 11-sep-2025 while sleeping. The patient had been treated with glucagon nasal spray. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: switzerland. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.